Event description:
It was reported that during otology overheating occurred during the surgery . It was reported there was no patient impact. The procedure was completed with the backup product. No additional intervention was performed or planned as a result of this event.

Manufacturer narrative:
Pli-20, serial number: (B)(6), product ID: 1847drlmtr h3:product analysis: evaluation confirmed overheating. The device was tested and the maximum temperature was measured to be 106.34°f. The likely cause of failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): evaluation confirmed overheating. The device was tested and the maximum temperature was measured to be 106.34°f. The likely cause of failure could not be determined. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1847drlmtr, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis for 1847drlmtr with serial# (B)(6) : evaluation confirmed overheating. The device was tested and the maximum temperature was measured to be 106.34°f. The likely cause of failure could not be determined. B3: date of event notification: 2025-09-26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during otology overheating occurred during the surgery . It was reported there was no patient impact. The procedure was completed with the backup product. No additional intervention was performed or planned as a result of this event.